Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: did any of the contents of the bag fall into the patient? Yes explain how the specimen was retrieved? With graspers. Did any piece of the bag fall into the patient? Yes. Explain how the pieces of the bag were retrieved? With graspers. Was the post-op care or procedure changed due to the bag breaking? No.

Event description:
It was reported that during a gall bladder procedure, while extracting the gallbladder from the abdomen the bag ripped. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.